Manufacturer narrative:
This report is submitted on october 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced lack of device use and developed an infection at the implant site resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery and is being clinically managed by the health care provider.

Manufacturer narrative:
This report is filed on december 19, 2018. (B)(4).

Manufacturer narrative:
It is now reported that the patient experienced device extrusion prior to the explant. This report is filed on november 12, 2018.